Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - if possible, please provide the lot number. Unknown attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 device not returned

Event description:
It was reported that a patient underwent an emergency skin sewing procedure on (B)(6) 2024; and a suture was used. During the procedure, the problem of pulling off suture needle happened. Changed another one to complete the surgery. There were no adverse consequences to the patient. Additional information was requested.